Manufacturer narrative:
The concerned product has not been returned to the manufacturer, yet. Once it is received, a product investigation will be conducted. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The concerned device was not returned to the manufacturing site, but was inspected by a technician in the field. On inspection it was found that the main board of the device is defective. The affected device was manufactured in november 2014. This is the first time that this issue was claimed for this particular device (serial: (B)(6)). Based on the finding from the inspection in the field and the age of the device, the most probable root cause is wear. The corresponding IFU of the device has a section concerning failure of products, where among other information, it is stated that the product may fail during use and also to perform an equipment test before use and to have a replacment system ready for each application. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
This supplemental report is to correct the compnent code in section h6 to 427. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the camera stack stopped working mid procedure - signal was lost, main screen switched off by itself and did not work when whole stack was restarted. It was confirmed that there was no patient injury, the procedure was prolonged for 30 minutes but successfully completed. It was also stated that there was an extended hospitalization.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).